Event description:
Customer reported different results for hemoglobin a1c (hba1c) when the same pt sample was tested on two different instruments. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant hemoglobin a1c results is unk.